Event description:
It was reported that a spectrum pump's keypad was not working properly. The customer stated that the #9 key was inoperable. It was also reported that this issue was discovered during testing, and there was no pt injury. Baxter's evaluation of this device found that the pump would register an incorrect output due to the keypad malfunction.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed "19" will be displayed. When in alphabetic mode and the abc key is select, "ay" will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.